Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by stress on the bending section of the device. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Additional information has been requested multiple times, but not received. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a foreign body removal procedure, while using the evis exera ii bronchovideoscope, the surgeon saw some black pieces inside of the patient¿s lung and mouth. It was first thought to be food residue, but after removing the scope, the scope sheath was found to be broken down into pieces. Another scope was used to suction out the black pieces inside the lungs. It was stated that they did not believe any significant material was retained inside the patient or that they would suffer any harm from the incident.

Manufacturer narrative:
This supplemental report is being submitted to correct the model of the subject device from bf-1t180 to bf-1tq180.